Manufacturer narrative:
Note: evaluation performed on sample from lot number.

Event description:
The hosp reported that cuff did not remain inflated - in one case the cuff deflated after 3 days. No pt injury.